Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the telemetry system should have alerted with at least a "yellow alarm". The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The technical consultant reviewed the audit trail and found that the telemetry device was not in use on the reported date and time. The telemetry configurations were reviewed by the senior clinical product specialist, and it was identified the device in question was not configured to provide a pause alarm. Based on the information available there was no malfunction of the device. D4 data correction to device identifier.

Manufacturer narrative:
Additional information was received, the customer claimed that when reading through the telemetry a yellow alarm was not showing on the telemetry device as the customer states there was a pause of 3.7 seconds. The device information was provided for the telemetry device. The remote service engineer (rse) sent a quote to the customer for a philips field service engineer (fse) to go onsite to check log files and workflow; however, the quote was cancelled because the customer did not accept. A good faith effort (gfe) was made to obtain additional information on the case. The technical consultant reviewed the audit trail and found that the telemetry device was not in use at that time. Based on the information available there was no malfunction of the device. The reported problem was not confirmed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. B3 event date was corrected to january 29, 2024. D1, d2a, d2b, d4, and g4 were updated based on the receipt of additional information. The patient information center ix, catalog # 866389, serial # (B)(6) was reported in manufacturer's reference 1218950-2024-00124.